Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to recharge their ipg more frequently than normal. Over time, the patient's ipg became unable to hold a charge. In turn, the patient's ipg became non-functional. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.